Event description:
A hemodialysis inpatient user facility has reported that two hours into the treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 268 cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is no sample available for eval.